Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the electrode end of the right ventricular (rv) was damaged after multiple attempts of repositioning. The helix part was broken and it would no longer retract. This lead was never in service and a new rv lead was surgically implanted. No adverse patient effects were reported.